Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The coil was returned for evaluation. The delivery pusher and introducer sheath were not returned for evaluation. Visual inspection revealed the coil was not attached to the delivery pusher, and the proximal end of the coil was stretched. The hydrocoil's maximum time of exposure to fluid is 5 minutes before the gel starts to react. Beyond this timeframe, the coil will expand to its maximum od. The condition of the returned sample is consistent with the device being over-exposed to fluid beyond its timeframe. Based on the available information and the evaluation of the device, the reported coil break can be confirmed as the coil is not attached to the delivery pusher. The root cause of this complaint cannot be determined; however, the condition of the returned device is consistent with device being over-exposed to fluid beyond its timeframe, and the expansion of the implant may have caused the difficult withdrawal through the microcatheter, resulting in excessive retraction force being placed on the device which may have led to the implant coil separating from pusher.

Event description:
It was reported that treatment was being performed in the gastric artery. The hydrogel coil was extended out of the microcatheter to soften it; however, while bringing it back into the microcatheter, the coil detached half in and half out of the microcatheter. During withdrawal of the microcatheter and coil from the patient, the coil became stuck in the 5 fr. Femoral introducer sheath. The sheath, microcatheter, and coil in its entirety were removed together as a single unit from the patient. Femoral access was then gained in the left femoral artery to perform the procedure. The patient is reported to be stable and there was no reported patient injury.